Event description:
It was reported a revision surgery due to periprosthetic fracture. Nail and lag screw were removed.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that several attempts to obtain medical documents to support this complaint have been made to no avail. It has been communicated, that no further information will be forth coming. The retaining rod was returned, but to date has not revealed a root cause for the issue. The revision was not because of a failure of the smith and nephew components according the answered questions. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.